Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. Based on a review of the provided medical records, a (B)(6) pt was treated for a right inguinal hernia with a bard kugel patch on (B)(6) 2005. The "contraindications" section of the product's instructions for use state: "do not use the bard kugel hernia patch in infants or children, whereby future growth will be compromised by use of such mesh material." The medical records provided do not indicate that there was a failure of that device during that procedure, nor do those records extend beyond the implant. A note in the medical records also refers to another hernia surgery performed about six years earlier. No operative report for that procedure was available in the provided records. With the info available, there is no way to evaluate the attorney's claim that the pt suffered injuries as a result of having the mesh implanted. No specific device failure was alleged and no sample has been returned. We have contacted the initial reporter to request add'l info and to request return of the device for eval. No conclusion can be drawn at this time. This MDR includes all pt, event and device info davol has received to date.

Event description:
Based on a review of medical records provided by pt's attorney: (B)(6) 2005 - pt underwent repair of a right inguinal hernia with a bard kugel patch.